Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the pacemaker was found to be in backup mode due to electromagnetic interference (emi). Programming changes were made. The patient was in stable condition.